Event description:
Allegedly, during a turp procedure, the doctor activated the esu to cut and the high frequency cord sparked. He then tried using another cord and it made a popping sound. At that point, the doctor decided to abort the procedure.

Manufacturer narrative:
The resectoscope working element and the two high frequency cords used in procedure were evaluated. The white teflon insulation on the inside of the electrical saddle of the working element has a burn hole where the electrode locks in place, which caused burn marks on the main shaft of working element. There is rust and corrosion showing on the release lever. The corrosion is cause of internal damage and resultant arcing of instrument. The high frequency cords, which connect to the electrical saddle, were damaged when the saddle shorted out and burnt the connector on the cords.